Event description:
It was reported that the patient had three "serious" kidney infections since the device was implanted. The first infection was in (B)(6) 2012, the second in (B)(6) 2012, and the third one she was on medication to clear it up at the time of the report. Additional information was requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient had not been using her device because she kept getting bladder infections. No further information was provided.

Event description:
Additional information indicated that patient's healthcare professional (hcp) had not seen the patient since (B)(6) 2012, and that the patient had cancelled the last four appointments with the hcp.

Manufacturer narrative:
Product ID 3889-28, lot # v858322, implanted: (B)(6) 2012, product type lead.